Manufacturer narrative:
Trackwise # (B)(4). Corrected section: a4- corrected to lbs. The device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Heavy charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away from the base of the hot jaw to the tip of the hot jaw, with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" is confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They said during the cauterization portion of the case the metal cutter became separated from the jaws. They replaced the kit with a new one and finished the case with no issues to the vein or the patient. This delayed the harvest by 5-7 minutes.